Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the tool, some signs of clinical usage, and the device had some evidence of blood. Resistance measurements met specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations, it produced steam. Based upon the functional test, the reported complaint for "would not activate" was not confirmed. A lot history record review was completed for the reported product lot number. There was a nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not activate. A new kit was used to complete the procedure. There were no pt effects. The product was returned.